Event description:
Impella cp smart assist was inserted via the right femoral artery in an 82 year-old female patient undergoing protected percutaneous coronary intervention (pci). The patient¿s comorbidities included reduced ejection fraction and known coronary artery disease. The patient¿s clinical state prior to insertion was reported as stable. Following placement of the impella cp within the left ventricle, significant bleeding originating from the hemostasis valve of the introducer was observed. After the puncture for the companion sheath and positioning of the guidewire within the hemostasis valve at the 8 o¿clock position, bleeding continued to be observed. This bleeding persisted after placement of the companion sheath. The patient experienced a decrease in hemoglobin of approximately 1.5 grams per deciliter, with an estimated blood loss of approximately 500 milliliters. No blood products were administered. A clamp was applied to compress the peel-away sheath in an effort to control the bleeding. This intervention reduced, but did not completely resolve the bleeding. It was also noted that the patient was receiving aspirin, clopidogrel, and heparin, which may contribute to bleeding risk. The status at the end of the case was survival; however, the patient was described as cold, clammy, and pale.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B1 product problem was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
Additional information has been provided in d9 and h6.